Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
When the patient tried to deflate the balloon, only a couple of cc's came out. The patient had to go to the urologist to get the catheter removed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. One piece of representative sample was returned for analysis. The product is still in completed packaging without any sign of damage. From complaint description, it was reported that "when the patient tried to deflate the balloon, only a couple of cc's came out. The patient had to end up going to the urologist to get the catheter removed and he is fine". Visual examination on the catheter did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. The catheter then was inflated with 10ml of water using a 12ml luer tip syringe. The balloon inflated without any difficulties faced. No latex particle or other foreign particle seen within the balloon. The inflation eye was normal and no collapse of the inflation lumen observed. Leaving the inflated balloon for 30 minutes showed no sign of leak on any part of the catheter. Deflation of the balloon by connecting empty luer tip syringe barrel to the valve was smooth, spontaneous and complete. Based on the analysis carried out on the returned sample, the catheter was fully functional upon other remarks: inflation test conducted. The balloon was able to inflate and deflate without any problem. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed.

Event description:
When the patient tried to deflate the balloon, only a couple of cc's came out. The patient had to go to the urologist to get the catheter removed. The patient's condition was reported as fine.